Manufacturer narrative:
A ge service rep performed an on site investigation. The camera iris was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system digital spot was very white during a case. The 9800 system had to be rebooted and the procedure was completed without incident. No pt injury was reported.